Manufacturer narrative:
Patient information not provided by the customer. The field service engineer (fse) was at the customer site and confirmed what the customer reported. Upon inspection of the instrument the fse observed a blood sampling valve (bsv) drive failure. To resolve the issue the fse replaces the bsv and rbc bath and bracket. Bec internal identifier - (B)(4).

Event description:
The customer reported that their dxh 900 hematology instrument generated erroneous high platelet (plt) results on patient samples. There was no indication of erroneous results being reported outside the laboratory. There was no report of change or effect on patient treatment.